Manufacturer narrative:
H6 problem code grid was updated. The customer declined further support. No further information was provided, regarding the speaker failure, and it was unknown if the speaker produced any sound. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that speaker is defective. The device was in clinical use on a patient at the time of the event. No adverse event was reported.

Manufacturer narrative:
E1 reporting address 1: (B)(6). A quote for repair services was provided to the customer but has not yet been accepted. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.